Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was damaged during implantation. The facility stated there was a piece missing from the lens. The lens was implanted and removed without patient injury.